Event description:
It was reported that the patient had high impedances of greater than 4000 ohms. A lead revision surgery was scheduled due to the high impedances on several electrodes. They planned to replace the leads. The patient was feeling the stimulation, but not in the area they needed it. The date of onset was unknown. It was also unknown if the patient had any falls or trauma. The implantable neurostimulator (ins) battery voltage was set at 3.0 volts. The battery was past longevity estimate. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3998 lot# v086942 implanted: (B)(6) 2008 explanted:; product type lead product ID 37742 serial# (B)(4); product type programmer, patient product ID 3708260 serial# (B)(4) implanted: (B)(6) 2008 explanted:' product type extension. (B)(4).

Event description:
Additional information received reported the patient is doing well. It was also noted there were no further impedance issues. A follow-up report will be sent if additional information becomes available.